Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the technician was unable to clean the colonovidescope as usual after the procedure. As a result, sticky stool remained in all channels and could not be removed. The technician tried the following steps to clean the device: changed the pre-cleaning solution three times, brushed all channels with at least five different brushes, and ran through four washing cycles in the washing machine. The reported issue occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.